Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts engineer stated the local alarm for bed exit is not sounding but it works for other things. He has replaced the power control module but the issue remains.